Event description:
Event description guidant received information that following two consecutive capacitor reformations the implantable cardioverter defibrillator (ICD) was displaying a monitoring voltage of 3.03, which is below box specifications.